Event description:
The customer reported that while the central was in use monitoring pts along with telepack ambulatory transmitters, the display was frozen. There were no waveforms on the screen. The clock kept running. There was no response from touch screen or mouse. No pt injury was reported.

Manufacturer narrative:
The error logs were returned to the factory. They indicated that the freeze may have been the result of a hard drive or controller failure. The central station tower was replaced. The system was tested to factory specifications. It functioned normally and was returned to use.